Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was cracked. Reportedly, the reason for the cracked screen was unknown. Additionally, it was reported that an unexpected reset occurred. Reportedly, the customer was able to reload the same cartridge and resume insulin delivery. The customer's blood glucose level was 240mg/dl.